Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient after the replacement of the controller as per fsca (B)(6) 2015, the controller became very hot and the patient had very difficulties to bear the warm. No additional information.

Manufacturer narrative:
After further review of additional information received device available for evaluation, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes and additional MFR narrative have been updated accordingly. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, at the end of the test run, both controller surfaces (top and bottom) felt warm to touch. However this could explain why the device was perceived to be hot, but there was no failure of the device. Internal analysis of the controller found that the q3 transistor is warming its surrounding area and had a thermal measurement of 121.1°c which was within its operating specifications of 150°c. No failure detected device operated with specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.